Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, inappropriate therapy was noted on the device. During the revision procedure, insulation damage was noted on the right ventricular (rv). The rv lead was explanted and replaced. Furthermore, an increase in capture threshold was noted on the left ventricular (lv) lead and the physician noted a small insulation defect. The lv lead was repaired successfully. The patient was stable. Related manufacturer report number: 2938836-2019-17504.